Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic unknown procedure, the handle was broken off at the firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # k5e30e. Device analysis: the analysis results confirmed that the ems device was received with no apparent damaged. After further inspection, it was noted that the precock was damaged. No functional test was performed due the condition on the precock. The device was disassembled to verify the integrity of the internal components; the returned spring post was found damaged, not allowing the precock mechanism to work properly. While no conclusion could be reached on what caused the driver link to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.